Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer 5.2 rail was physically broken. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5-1 opens and would not close. A field service engineer opened the back panel and removed a metal piece obstructing the slide rail bearing cage. User had reported that the bearings from drawer 5/2 main had fallen to the floor. Then reinserted the bearing cage and restored the drawer¿s functionality, diagnostics were run to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.